Event description:
Per the audiologist, in 2007, the patient reported intermittency and hearing a loud static sound while using his cochlear implant system. Exchanging the external equipment and reprogramming did not solve the problem. Results of an integrity test done approx two months later, were consistent with normal receiver/stimulator function. The electrodes on which the patient perceived only static were deactivated in the sound speech process program. This did not solve the problem. A CT scan (date not provided) showed the electrode array correctly positioned in the cochlea. Results of an second integrity test done one and a half months later, were consistent with normal receiver stimulator function. As the patients performance has decreased, the patient will be scheduled for explant/reimplant surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.